Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Un-reporting since there are currently no reportable events against device on record.

Manufacturer narrative:
E1: zip code continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, unknown side "leaking implant". Device remains implanted.